Event description:
It was reported a bridge bolus was not performed following pump replacement. There was drug in the catheter that could not be aspirated (concentration 50 ng/ml). There was drug in the reservoir (concentration 25 mg/ml) that was primed on the back table at 0.199 mls. The hcp did not believe the patient had been receiving the drug due to questionable catheter patency. A catheter revision was not performed, because the patient had not consented to a revision prior to the pump replacement. The daily dose was decreased from 9 mg/day to 1.2 mg/day. Review indicated without clearing the old 50 mg/ml drug out of the catheter and programming the new concentration of 25 mg/ml at 1.2 mg/day, the patient would receive 2.4 mg/day instead of 1.2 mg/day. At that rate, it would take approximately 4 days to clear the 50 mg/dl drug from the catheter, if the catheter was patent. No patient symptoms were reported. Additional information received indicated the prior pump was being replaced due to normal battery depletion. Signs of the catheter issue prior to the surgery were higher drug dose and concentration. The patient left the hospital on a lower dose and was being switched to saline to run out drug through the catheter. A dye study will then be performed with a possible revision/replacement depending on the results.